Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05049. The pt received his scs system on (B)(6) 2011 including two paddle leads (from different lots). It was reported the pt is receiving discomfort from the stimulation. His pain pattern is in his lower back, but the stimulation is only felt in his legs. The pt has never been reprogrammed. He plans to meet with an sjm rep to troubleshoot the issue once he's found the right physician. No further info is available at this time.